Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received hardware low level failures error and the motor arm cannot communicate with the main arm error. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 53, pump error 4, or pump error 63 alarms noted during testing however, the downloaded history files confirmed pump error 53 and pump error 4 alarms due to a software error and pump error 63 alarm is found in the downloaded history files due to broken pin 6 trace at on the keypad assembly.